Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not always deliver insulin. The customer's blood glucose level was unknown. The customer reported that the insulin pump had random and unexplained no delivery alarms, batteries only last 4-5 days twice and the insulin pump had rejected new batteries. The insulin pump will be returned for analysis.